Manufacturer narrative:
There are many potential clinical factors that could have contributed to the reported event. However, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported a descemet rupture following laser treatment. Primary incision completed with the laser. Surgeon stated that a bubble was seen at primary incision, as incision was created by the laser. Descemet rupture was observed during the case. A bubble was seen forming in the cornea when the primary incision was completed by the laser. In the operating room, the surgeon's view was not very good and the patient had a descemet rupture which surgeon believes was caused by the laser. Surgeon has since stopped using corneal incisions on the laser because of this particular case. Patient was referred to a cornea specialist for further treatment of the descemet rupture and the patient is reported to be doing well.